Event description:
A report was rec'd on 8/2002 regarding a memorylens which was implanted in 1999 in the pt's left eye, which lens has opacified. The doctor is planning on explanting the lens at some point in the future.